Event description:
The customer contacted baxter's technical service center to report an issue a system error (se) 2240 (air in set) while on a home choice (hc) device during therapy. The home patient (hp) stated that she disconnected, non aseptically and then reconnected, cycled power and the alarm did not repeat. The hc was at "press go to start" prompt. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.